Event description:
After use of the mynxgrip vascular closure device (vcd), the sealant was out of the skin, so hemostasis failed. There was no patient injury. Manual compression was used to achieve hemostasis. The vessel diameter verified to be greater than or equal to 5 mm in diameter. A retrograde approach was made wit an unknown sheath. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer maintained tension on catheter while tamping. After the sealant was deployed; the sealant was out of the skin, so hemostasis failed. Manual compression was used to achieve hemostasis. The vcd is available for analysis.

Manufacturer narrative:
Additional information: phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After use of the mynxgrip vascular closure device (vcd), the sealant was out of the skin, so hemostasis failed. There was no patient injury. Manual compression was used to achieve hemostasis. The vessel diameter verified to be greater than or equal to 5 mm in diameter. A retrograde approach was made with an unknown sheath. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer maintained tension on catheter while tamping. After the sealant was deployed; the sealant was out of the skin, so hemostasis failed. Manual compression was used to achieve hemostasis. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, fully retracted. The sealant and advancer tube were not returned with the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the device was returned without the sealant and advancer tube which matched the intended use mynxgrip instructions for use. Therefore, no functional test was performed on the device. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was no confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the sealant and advancer tube, a complete analysis could not be conducted. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received and section d4 "lot number" was updated from lot: f1913602 to lot: f1918902. The manufacturing and expiration date were updated as well. Manufactured date 08-jul-2019. Expiration date 31-jul-2021. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.